Manufacturer narrative:
This report references the same patient as cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis further specified as a peritoneal infection. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date the patient was treated with an unspecified treatment. At the time of this report, the patient was recovered from this peritonitis event. On an unreported date, dianeal therapies were discontinued ¿during treatment¿. No additional information is available as the reporter has declined to provide further information.